Manufacturer narrative:
(B)(4). The reported problem with the broken ventilator user interface holder has not been confirmed. According to information from the customer they repaired the ventilator with parts from their inventory. The broken interface holder was then discarded by the customer. No parts were received back for investigation and no picture was taken of the broken part. Therefore the reported problem could not be confirmed and the root cause has not been determined. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that is above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It is unknown to us under which conditions the reported user interface holder broke.

Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient involvement. (B)(4).